Event description:
It was reported during a lead implant attempt there was poor sensing with multiple leads. A third lead was implanted with success. No patient complications have been reported as a result of this event.